Event description:
It was reported that during a laparoscopic cholecystectomy procedure, that the clips jammed in jaw of device. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 14 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. In addition, one malformed clip inside a sample bag was received. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additionally a sample bag was received with a malformed clip inside.